Event description:
On (B)(6) an amazon customer commented that the product was not accuracy: customer said that user did two tests from a different brand and got two positive results. Then user did two of this brand and got two negatives. The user did a pcr just to confirm and got a positive. The results were inaccurate for this user and user was concerning because if he/she had relied solely on this test, he/she would have put others at risk. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent. "